Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿added . D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the subject guidewire was returned in two fragments. The proximal end was inspected, and the guidewire was fractured along the nitinol tubing and core wire with the platinum wire extensively stretched at roughly 207cm. The distal end was inspected, and the guidewire was fractured along the nitinol tubing. The core wire distal end was observed through the distal tip dome. During functional inspection the torque could not be tested as the guidewire was returned in two fragments. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The reported guidewire torque problem could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the advancement, the physician needed to adjust the guidewire, but when using the torque control device to manipulate the guidewire, it was found that the tip of the guidewire did not move. After several attempts with no improvement, the physician withdrew the microcatheter and simultaneously retracted the guidewire, only to discover that the tip of the guidewire had fractured. The physician then flushed the microcatheter with a syringe to expel the fractured tip of the guidewire. Additional information received indicates that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. There was a delay in torque response in the guidewire. The device was returned, and it was confirmed that the distal section of the guidewire had been fractured with significant stretching. It is probable that the guidewire experienced stress during navigation through the patient¿s anatomy and microcatheter, which were significant enough to cause the distal end to fracture, the fracture would have caused the tip not to be able to be torqued, as was reported. The moderately tortuous nature of the patient¿s anatomy may have caused or contributed to the reported events. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire torque problem¿ and the analysed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during left middle cerebral artery aneurysm (mca) procedure, stent-assisted embolization. After delivering the long sheath and intermediate catheter to the target site, the physician used a subject guidewire to advance the microcatheter. During the advancement, the physician needed to adjust the subject guidewire, but when using the torque control device to manipulate, the tip of the guidewire did not move. After several attempts, the physician withdrew the microcatheter and simultaneously retracted the subject guidewire, only to discover that the subject guidewire tip had fractured. Subsequently, the subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during left middle cerebral artery aneurysm (mca) procedure, stent-assisted embolization. After delivering the long sheath and intermediate catheter to the target site, the physician used a subject guidewire to advance the microcatheter. During the advancement, the physician needed to adjust the subject guidewire, but when using the torque control device to manipulate, the tip of the guidewire did not move. After several attempts, the physician withdrew the microcatheter and simultaneously retracted the subject guidewire, only to discover that the subject guidewire tip had fractured. Subsequently, the subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.